Event description:
It was reported an access port was placed initially without incident for chemotherapy. Approx. Four months port placement, x-ray revealed the catheter had fractured and migrated to the right ventricle into the pulmonary artery. Retrieval of the detached catheter segment utlilizing a snare was uneventful. No pt sequelae resulted from this event. No further details regarding the circumstances surrounding this event are available. The device has been retained by the user facility. Therefore, no failure analysis was available. The co f/u indicated this port was in place for approx. Four months and was accessed several times without incident. Since this device was in place for approx. Four months and no difficulty accessing the device was encountered prior to this incident. The co believes pt anatomy as well as user technique during access, may have contributed to this event.